Event description:
The patient reported that the vns did not help them and the device was removed in (B)(6) 2025, but their nerves still hurt and the area also aches. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.